Event description:
Additional information received indicated that the device was functioning normally during a follow-up. No programming changes or firmware downloads were made. The patient was stable before and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a diagnostic anomaly and a reset. A firmware download was recommended during the next follow-up. The patient was stable.